Event description:
It was reported that the patient presented for an implant procedure. During the test for helix actuation of the right ventricular, it was noted that the helix would not extend. The lead was not used and replaced. The procedure was completed with no consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.